Event description:
Caller reported that a cartridge alarm 20 occurred, but there was no adverse impact to the customer's blood glucose level. The issue did not happen during the load process, and the caller had previously reported similar alarms with this pump serial number. As part of the resolution, tandem technical support decided to replace the pump. The customer was instructed to use the current pump and multiple daily injections (mdi) as backup therapy in the interim. Cts confirmed the shipping address for the replacement pump, and instructions were given for returning the problematic pump to avoid charges. The caller was also advised on transferring pump settings and connecting the continuous glucose monitor to the new pump.